Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the suction-aid is defective. The patient's assistants informed that it was not possible to use the suction-aid. The patient was scheduled for a visit, and the tracheostomy tube was changed with an identical tube with the same lot. There was patient involvement, but no injury, other than having to come in for a tube change earlier than planned.